Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 patient reported having a stoma site infection from (B)(6) 2020. Patient stated she was not treated by the doctor nor did she take any antibiotics. Patient stated that when the weather changes, she starts to perspire, her skin gets moist and becomes infected. Patient stated that she uses natural remedies to treat. On (B)(6) 2021 the patient reported that the stoma site infection is a yeast infection and it is being treated with oral antibiotic fluconazole.